Manufacturer narrative:
The event site name in is shortened due to field character limit. The full name is: (B)(6). Communication/interviews: a getinge field service engineer (fse) conducted troubleshooting over the phone and determined the that the pump console was not fully seated in the hospital cart. The customer reseated the console in the cart and confirmed that the a/c sine wave and battery charging light on cart were illuminated and the led's on the batteries were blinking indicating the batteries were charging. An on site visit was not necessary at this time. The fse determined that the unit is functioning correctly at this time and customer confirmed batteries were charging. The unit was released for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check performed by the customer it was observed that the cardiosave intra-aortic balloon pump (iabp) was showing a green light on, but there was no power and the batteries were not charged. There was no patient involvement, and no adverse event reported.

Event description:
N/a.